Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
The device was received not deployed. Investigation discovered an 0x41 alarm in the device data, indicating safety sensor maximum summed error table. The downloaded data shows the device completed first prime earlier than expected. Second priming sequence was not completed by the device as the device alarmed before it could complete it. The downloaded data does not show timeouts or drive stalls during the pod's run. However, rotational sensor abnormalities were present in the data. Thus, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rotational sensor abnormalities observed in the original replicated in the rerun data. The drive mechanism was inspected and discovered contamination on the commutator cap. Since the rotational sensor abnormalities replicated in the rerun, the contamination observed on the commutator cap caused the device to complete first prime earlier than expected, causing the device to not deploy the cannula.